Event description:
It was reported that this right atrial (ra) lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ra lead remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.